Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and stated there is a lead issue and recommended further testing as the patient will be seen again tomorrow. Induction testing was performed, all delivered shocks were normal and the impedance was 66 ohms. The lead was reprogrammed and remains in service.they will continue to monitor this lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient has been non-compliant due to no insurance coverage. The patient presented after receiving multiple anti-tachycardia pacing (atp) and shocks due to ventricular tachycardia (vt). Shock impedance was greater than 200 ohms. A review of the daily measurements showed sporadic shock impedance measurements greater than 200 ohms. Fluoroscopy did not identify any obvious lead damage. No adverse patient effects were reported.